Event description:
On an unknown date a patient had an initial surgery. On another unknown date the patient came in for a revision due to an implanted nail fracture.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Device evaluated by MFR: customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified the product has fractured and all the pieces were returned. The set screw is still attached to one of the fractured pieces. Device was submitted for further analysis. Analysis determined the fracture surface showed that the hip fracture nail sample fractured due to fatigue. Fracture surface appeared relatively flat with no evidence of macro artifacts. The fracture surface showed smearing likely due to post fracture damage. Fatigue mode of fracture and suspected fatigue striations observed in the non-smeared areas. Xrf analysis of the hip fracture nail sample showed that it was consistent with ti-6al-4v alloy. Device history record was reviewed and no discrepancies relevant to the reported event were found. The complaint was re-opened due to product return. The results of the original investigation have not changed; a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.